Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 12f sheath hole prior to an interventional procedure. Reportedly, two prostyle devices failed when releasing the suture as a cuff miss occurred. Femoral access was closed surgically and the procedure continued with groin access. The procedure was completed and hemostasis was achieved via manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.